Event description:
The customer reported that prior to the procedure four grounding pads were placed on the lateral and posterior thighs of the pt bilaterally. The pt then underwent 60 minutes of up to 180 watts of radio frequency ablation of a solid right renal mass. Upon completion of the procedure, the grounding pads were removed and some redness was noted. Several hours after the procedure when the nurse was performing a skin assessment on the floor, four blisters were noted at the grounding pad sites. The pt did not require treatment. The incident pads were discarded and are not available for eval. Add'l devices in use for the procedure include boston scientific rf3000 electrosurgery unit ((B)(4)) and boston scientific levee 3.5cm needle electrode (cat# 26-223).

Manufacturer narrative:
(B)(4). The incident device was discarded at the site and is not available for eval. The e7507 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.